Manufacturer narrative:
Device evaluation: a visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for the patient interface was performed. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone on the patient interface that was being used for the operative eye. The customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully.